Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. Functional testing was performed and no failure was identified related to the reported bolus delivery issue.

Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer miscalculated aa bolus, and experienced an elevated blood glucose (bg) level of 300 mg/dl. To address the bg level, the customer delivered a correction bolus. Reportedly, the customer continued using the pump for insulin therapy.